Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address instability and pain in the left knee. Intraoperatively, a large joint effusion, synovitis and polyethylene wear were noted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet ilok tibial tray, cat#: 141214 lot#: 808740, biomet finned stem, cat#: 141314 lot#: 303340, maxim posterior stabilized femoral, cat#: 145132 lot#: 352370. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-09922, 0001825034-2017-09923. Product location unknown.

Event description:
It was reported that the patient was revised to address instability and pain. Intraoperatively, a large joint effusion, synovitis and polyethylene wear were noted. Attempts have been made and no further information has been provided.